Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a customer obtained lower values while wearing the adc freestyle libre sensor compared to the built-in meter. On (B)(6) 2020, customer obtained sensor scans of 50 mg/dl, 50 mg/dl, and lo (40 mg/dl) and was provided sugar based on the sensor scan. An hour later, sensor readings of 50 mg/dl, 55 mg/dl, and lo (less than 40 mg/dl) were obtained compared to a blood glucose reading of "550 mg/dl" obtained using the built-in meter. The customer experienced unspecified symptom and had contact with hcp who diagnosed him with hyperglycemia and treated with insulin (dose unknown). There was no report of death or permanent injury associated with this event.